Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned and analyzed. Analysis revealed that the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to over-rotation. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut.

Event description:
It was reported that during the device replacement, the right ventricular (rv) lead was attached to the device and the right ventricular coil had high impedance and there was no measurement from the superior vena coil. The device was disconnected and the rv lead was attached to a different device with the same results. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.